Manufacturer narrative:
(B)(4). Reported issue occurred a couple of times in the last week (week of (B)(6) 2015). The user facility¿s biomedical engineer (biomed) is repairing the unit in the field.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the button was pushed to occlude the tubing, the display does not come on at all. This is an intermittent issue. Venous occluder functioned, they just do not always have the display to show how much occlusion. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, no failure of the display to illuminate occurred. The product surveillance technician (pst), tested the unit, including visual inspection, bench testing, cold soak, hot soak, and mechanical agitation of board and components. The board was attached to a lab-use occluder module and run for eight hours with no failure of the display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)